Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the core was severely deformed. The imaging provided shows the disc arthroplasty had failed and the core had expulsed from the endplates. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a revision surgery was completed to remove a secure c implant due to patient pain.